Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient thought their implantable neurostimulator (ins) would either turn off or go to a really low setting when standing up. The patient thought the ins would go to the laying setting, which was at approximately 1.8v and the standing setting was at 3.5v. When the patient would stand up it would feel very low, like it was on the laying setting or turned off. The patient would use the programmer to check the ins settings and it would automatically sense that they were standing and then they would feel stimulation. It was noted that the patient would have to press several buttons in order for the programmer to connect with the ins because the programmer would indicate low battery or show the sync screen after pressing the sync button. The patient reported that the sync screen and low battery screen were persistent. The patient tried replacing the batteries with brand new alkaline batteries but the issue was not resolved. It was noted that adaptive stimulation (as) troubleshooting could not be performed during the call due to the error screens. The repair department was contacted and a replacement programmer was requested. No further complications were reported or anticipated. Indications for use are complex regional pain syndrome type I and non-malignant pain.